Event description:
In (B)(6) 2011, the patient experienced a loss of therapeutic effect. The catheter (lot# 0202632505) was found to be displaced/out of the intrathecal space. The catheter was replaced. A decision was made to increase the lioresal concentration from 2000 mcg/ml to 4000 mcg/ml due to the frequency of refills. The patient became more spastic in spite of the dosage increase. A catheter dye study was done and no leakage was noticed; the contrast medium was seen in the intrathecal space. A rotor study was done and the pump was functioning. The patient continued to experience alternating spastic and relaxed conditions. The decision was made to replace the entire system. The patient status was reported as "no injury".

Manufacturer narrative:
Product ID 8709sc, lot# , implanted: 2011 (B)(6), product type catheter, product ID 8709sc, lot# 0202632505, implanted: 2011 (B)(6), explanted: 2011 (B)(6), product type catheter, product ID 8583, lot# 0204483905, product type accessory. (B)(4). The pump and a portion of catheter (lot # 0204624286) were returned for analysis. The dislodged catheter (lot# 0202632505) was not returned for analysis; it was discarded by the customer when it was replaced in (B)(4) 2011. Analysis results for the returned products were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter (lot #0204624286) revealed coring, tears, and/or indentation cuts in the sealing surface of the sc cup connector. A leak was seen from the sc connector during pressure testing.